Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt. This is one of two product associated with the reported event that were submitted under the following mfg numbers 9616099-2007-01396 and 9616099-2007-01397.

Event description:
Six months after percutaneous coronary intervention (pci), stent fracture and restenosis of the implanted cypher stents were confirmed. As reported, this pt rec'd a long single ses implantation into his calcified right coronary artery (rca) six months before. At the f/u, incomplete stent fracture and critical restenosis were observed. Coronary hagioscope showed neointimal proliferation at the restenotic site. From these findings, while color neointimal proliferation might be related to one of the causes of restenosis at fractured stent sites.